Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in an adult female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, laparoscopy and pregnancy. Concomitant products included ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo provera). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced fatigue ("fatigue"). In (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage and female sexual dysfunction outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, fatigue and dyspareunia had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure hysteroscopic sterilization of left coils: 10, right coils:2. There were six trialing coils from the left and two trailing coils from the right after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion impression: 1. Bilateral essure devices are noted with obstruction of the bilateral fallopian tubes. 2. There is angulated appearance of the proximal aspect of the right essure coil between the proximal end of outer coil and proximal end of the inner coil the marker for dilatating the proximal end of the left outer coil is not well visualized.. Pregnancy test urine - on (B)(6)2015: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received. Outcome of the previously reported event pelvic pain and lower abdominal pain was updated to recovered/resolved. Concomitant drug and medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in a female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and dyspareunia had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain') in a female patient who had essure (batch no. D13381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and dyspareunia had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Event injury nos replaced with vaginal bleeding, menorrhagia, apareunia, device breakage, dysmenorrhea, lower abdominal pain, pain, fatigue and painful sexual intercourse added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.